Event description:
Bd syringe 5ml luer lok lot 9008864, exp: 12/31/2023. There was estimated 0.1 ml clear viscous liquid in this syringe discovered by an administering nurse when the sterile packaging was opened. The packaging was intact, spd notified and arrived to inspect. Nursing supervisor notified and pictures of the contaminated syringe were sent. FDA safety report ID# (B)(4).